Manufacturer narrative:
Conclusion: the customer indicated they contacted olympus regarding device compatibility with the asp sterrad nx and received documentation that the scope was compatible. When asp contacted olympus to confirm the compatibility, olympus indicated the olympus laryngofiberscope was not compatible. Reference MDR# 2084725-2009-00266.

Event description:
Customer alleged damage to an olympus laryngofiberscope that was processed for the first time. The coating melted about one inch up from the end of the flexible tip. Customer indicated there are no patient related events.